Event description:
It was reported that the patient received six inappropriate shocks from their implantable cardioverter defibrillator (ICD). It was noted that the device incorrectly categorized a supraventricular tachycardia episode and failed to convert the rhythm. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.